Event description:
It was reported that the lead perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
The lead was perforated- rather than -the patient was perforated by the lead.

Event description:
A perforated lead was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.